Manufacturer narrative:
It was reported that a patient underwent a lap hysterectomy procedure with a sterilmed harmonic scalpels/shears and a sealing issue occurred which caused bleeding. Product was received on 2/20/2019 and an evaluation was conducted. It was initially reported that the doctor using the device "¿complained that the product did not seal as well as other harmonic devices he has used for many years." It isn't that the device failed to function, but did not seal as well, which is a reported subjective perspective. The device was returned in a plastic bag with the distal tip wrapped with tissue. None of the original packaging or labeling was returned. The device history record for the reported lot# 2022341 was reviewed and no defects or issues related to the procedures related to the device and complaint, were found during the review. The device was returned with biological contaminants along its handle, shaft and jaw. But during visual evaluation under the magnification scope, the metal rod/blade is observed to have significant gouges and depressions into its surface. This is indicative of contact with a separate hard or metallic object during use. Per the instructions for use, reprocessed harmonic ace® shears with adaptive tissue technology (har23r & har36r): "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades." And "caution: scratches on the blade may lead to premature blade failure. Avoid accidental contact with other instruments during use. Do not use any means other than the torque wrench to attach or detach the instrument from the hand piece. It is also observed that the tissue pad is partially burned and melted. Per the fmea for harmonic ace with att this is likely due to "user error - activation of device without tissue between the blade and the pad." The device was attached to the gen11 generator. Though the generator recognized the device, there was an initial error to tighten the handpiece, which was done with a torque wrench. When actuating both the min & max buttons, the "replace instrument" error is displayed. Per "generator g11 (gen11) operator¿s manual for use with software version 2016-1", a replace instrument error is indicative that "the harmonic instrument may be damaged and cannot be activated¿. Indicates an internal error with the instrument that prevents it from being used." The visual analysis of the tissue pad and metal rod indicates likely user error and damage to the instrument, which explains the display error generated. There was no report of an error being displayed by the generator by the account, during or after its use. It is noted that the doctor "complained that the product did not seal as well as other harmonic devices he has used for many years." What is unclear is what "harmonic devices" he is referring to - the same model or other, older models; for instance, prior versions of the harmonic scalpel have different technology than the current har36r device. Per the instructions for use, reprocessed harmonic ace® shears with adaptive tissue technology (har23r & har36r): "adaptive tissue technology provides the generator with the ability to identify and monitor the instrument during use, which enables the generator to modulate and decrease its power output as well as provide audible feedback to the user as appropriate." The IFU also notes that "tissue effects are a function of many factors, including the generator power level selected, grip force, tissue tension, tissue type, pathology, and surgical technique, among others." These factors - designed as enhanced use and safety features - can influence the perception of the device's operational effectiveness. The blade of this involved device indicates contact was made with another metallic-type object during its use. It's not known if this occurred at the same time as the reported sealing issue, or the damage occurred prior and subsequently affected the device's ability to seal due to its adaptive technology features that would affect the doctor's perception of how effective the device seals, compared to other similar instruments he has used in the past. As the device is unable to operate, its sealing effective could not be evaluated, and the reported issue is not confirmed. However, the observation of damage to the rod, pad and its inability to function is observed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record was reviewed and the records show that the device passed all visual & functional testing prior to being shipped to the account. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a lap hysterectomy procedure with a sterilmed harmonic scalpels/shears and a sealing issue occurred which caused bleeding. During the procedure, the physician complained that the product did not seal as well as other harmonic devices he has used for many years. There was more bleeding than usual; therefore, the physician had to use additional hemostatic agents to get it under control. The intent of the procedure was altered because of this event, since the physician had to use more hemostasis product as a result. Gen11 generator was used with the most current software version. The procedure was completed.